Event description:
A nurse reported a system message displayed and the system locked during a surgery. The procedure was completed using an alternate system. There was no patient impact reported.

Manufacturer narrative:
The company representative examined the system and replaced the power distribution pcb (printed circuit board). The company representative also noticed a significant amount of dust inside the system and cleaned out the dust. When testing the system, system message (sm) [24v out of tolerance] was displayed. The company representative checked all the connections on the pcb. The system was then tested and met product specifications. The root cause was not determined. (B)(4).